Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Reconstruction patient presented for a revision of fat grafting to breast as well as mastopexy/skin resection to breast. Vitality system was used. Patient one month post op, presenting with fat necrosis/infection. Doctor to take patient back to or within the week.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device# a46225 was not returned for investigation. However, sientra provided sterilization records and found to be correct and all processing accounted for. No root cause can be determined at this level of investigation, however objective evidence is documented for the sterility of the viality device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.